Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the patient stopped using their implantable neurostimulator (ins) because it stopped reliving their pain. They had a loss of therapeutic effect and a return of pain symptoms this was noted as a gradual change and that it would not relieve the pain even the device was turned. The patient had not seen their healthcare professional (hcp) for the issue because workman¿s compensation would not cover the visits to the hcp. No falls or traumas were reported related to the issue. The patient observed a reposition antenna screen on the recharger and a poor communication screen on the programmer unit. The last successful charge session was 10 months or longer ago and the ins was likely in an overdischarge (od) state. The patient was going to follow up with their healthcare professional (hcp) for the issue. Additional information was received form a consumer. It was reported that the patient device would not take a charge and it had been over a year since they had last charged their device. They patient did not have a primary healthcare provider and was sent a list of physicians in their area. No further complications were reported.